Event description:
Per the clinic, the patient experienced recurrent episodes of superinfection at the implant site, associated with impaired healing, pain near the left ear incisions, episodes of otorrhea and the development of a recurrent fluid collection and localized swelling near the implant magnet with attempt to blow the nose or sneeze. The patient underwent drainage aspiration on (B)(6) 2025 and was subsequently administered antibiotics therapy (type, duration and specific date not reported). Despite multiple drainage aspiration, the fluid collection near the implant recurred. Subsequently, the patient underwent a scar revision surgery on (B)(6) 2025 under local anesthesia. At a follow up consultation in (B)(6) 2025 (specific date not reported), recurrence of the fluid collection with local inflammatory signs was observed. The patient was subsequently hospitalized (specific date not reported), and the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
According to the clinic, the drainage aspiration performed in the operating room on (B)(6) 2025, was conducted under general anesthesia.

Manufacturer narrative:
The clinic confirmed that the patient was treated with oral, topical and IV antibiotics (specific date and duration not reported). Device analysis report attached.